Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 125 and 132 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/30/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 126mg/dl (B)(6) 2015 08:05:00 am fasting:yes; 131mg/dl (B)(6) 2015 07:30:00 am fasting:yes; 110mg/dl (B)(6) 2015 06:45:00 am fasting:yes; 125mg/dl (B)(6) 2015 06:49:00 am fasting:yes; 125mg/dl (B)(6) 2015 06:30:00 am fasting:yes. Memory concerns: 126mg/dl on (B)(6) 2015. Customer is comparing onetouch meter with trueresult meter and feels our meter is reading lower. Customer does not feel comfortable with our meter due to the fact she recently went to the doctors office for regular check up and doctor informed her that her a1c was not good. Customer readings on trueresult meter had lead her to believe she was doing well. Customer states that she is asymptomatic and that there have not been any changes in medication. Exercise, and/or diet. Customer properly stores strips in bedroom.